Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Reported that neurosurgeons are having difficulties putting the screws in place, several incidents occurred; however, only information surrounding this event has been received. The screw has "slipped", fell into the burr hole, and is planted in the dura. They had to "repair" the damage. Surgery delayed greater than 15 minutes. It is unknown which device number is the device in use during reported incident, item number of the screw(s) is unknown/not reported. A total of 3 potential item numbers (2 different lot numbers per device). See also medwatch reports 2916714-2015-00927 and 2916714-2015-00929.